Event description:
Caller reported the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. After inspecting the pump and pneumatic tap area with instructions from technical support, and cleaning the area with an alcohol wipe, the caller was able to reload the original cartridge successfully and resume insulin therapy.